Manufacturer narrative:
(B)(4). Batch #t5ec8e. Investigation summary the analysis results found that the ats45 device was returned with the articulation damaged and with a 6r45b cartridge reload loaded on the device. The reload was returned fully fired. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation band was noted loose of the articulation rack. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. While no conclusion could be reached on what caused the damage on the articulation, it is possible that the device was articulated beyond its articulation stop, resulting in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during a laparoscopic appendectomy, an endo gia misfired. There were no patient consequences reported. No additional information is available at this time.